Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, pericardial effusion was observed. A temporary drain was placed in the pericardium. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the catheter showed that the device was intact with no apparent issues. Smart chip verification showed that the catheter was used for eleven injections. The catheter passed the performance test as per specifications. The reported clinical issue of pericardial effusion was not confirmed through testing and the catheter passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: data files were returned and analyzed. Data files showed that at least eleven applications were performed with the balloon catheter without any issues or system notices on the date of event. If information is provided in the future, a supplemental report will be issued.